Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery: open colectomy; was the patient known to have any pre-existing coagulopathy disorders or taking any blood-thinning medications: aspirin only. No pre-existing conditions; were there any staple formation issues in the primary procedure, if so, please describe: no, just an unknown reason for a post operative bleed that necessitated the patient receiving 5 units of blood post-op; were there any staple formation issues identified during the reoperation, if so, please describe their shape: no; how was the site of the bleeding identified: during reoperation ¿ visual inspection; is the tissue specimen available for analysis: no; what does the surgeon believe the cause of the bleeding was: unsure, just concerned that the staple line appeared hemostatic upon closure, but developed a bleed overnight; what is the current patient status: recovered.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an ileocecal resection procedure, the surgeon reported excessive bleeding from the staple line that required him to take the patient back to the operating room the next day for an additional resection. The original case was completed with the device and a blue reload. The surgeon used a competitor's device for the second resection. The device was disposed of.